Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for routine follow up. Upon interrogation, the left ventricular lead exhibited capture anomaly. The lead was reprogrammed. On (B)(6) 2015, fluoroscopy was performed and revealed that the lead had dislodged. No intervention was performed. There were no consequences for the patient.